Event description:
The MFR received returned product. There was no reason for explant provided. No further details, pt symptoms or outcome were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). Pump analysis revealed that the battery resistance was high. No motor stall occurred in lab setting. The pump passed flow testing. The pump was listed on the reduced battery performance recall list. Conclusion: reliability non-conformance.